Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag because the pressure did not rise due to a leak. This leak was related to the crack that was noted at the bottom of the intellicuff device housing near the cuff pressure hose connector. - this occurrence was noticed during patient ventilation. - a continuous alarm was observable both visually and through hearing. No further details about the alarm was reported to hamilton medical ag. - this malfunctioning was reproducible. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag because the pressure did not rise due to a leak. This leak was related to the crack that was noted at the bottom of the intellicuff device housing near the cuff pressure hose connector. This occurrence was noticed during patient ventilation. A continuous alarm was observable both visually and through hearing. No further details about the alarm was reported to hamilton medical ag. This malfunctioning was reproducible. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.